Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net with episodes of cardiac pauses from the implantable cardiac monitor. It was determined that the pauses were false and were caused by r wave undersensing. Programming changes were recommended. No patient symptoms were reported.

Event description:
New information received stated that the recommended programming changes were completed on oct. 1st, 2019.